Event description:
It was reported that upon connecting the surgical fiber to begin a prostate procedure, the fiber was not recognized by the system and could not be used. The procedure was completed using an alternate procedure (turp). There was no patient injury reported.

Event description:
Fiber firing time expended: 14:05 minutes. Joules used: 83,560.

Manufacturer narrative:
Other relevant history: gland volume: 90 ml. Failure analysis for fiber (B)(4): the fiber was tested with hene laser fixture, aiming beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; he glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap and can rotate off center; the fiber bevel edge at the output window has shifted forward. Probable root cause: based on the product analysis results, the product complaint of "fiber not recognized" could not be confirmed; a cap glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limited the performance of the fiber.